Manufacturer narrative:
Requests for additional information were communicated to the reporting physician to gain additional information. No further responses were received by manufacturer.

Event description:
Physician performed 180 degree canaloplasty in the superior hemisphere of patient's right eye. At 1 week post-operative check-up, the patient presented with iris root tear and fold.